Event description:
The manufacturer received information alleging a circuit leakage alarm frequently occurred while the device was in patient use. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the circuit leakage complaint was not confirmed however, a ventilator service required error code was discovered. The device's 3-way solenoid valve and proportional valve were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a circuit leakage alarm frequently occurred while the device was in patient use. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the circuit leakage complaint was not confirmed however, a ventilator service required error code was discovered. The device's 3-way solenoid valve and proportional valve were replaced to address the issue. The 3-way solenoid valve and proportional valve were evaluated by the manufacturer's product investigation laboratory (pil) and found the 3-way solenoid valve and proportional valve were functioned as designed and operated without issue or error codes.